Event description:
Nurse was disconnecting a patient from the dialysis machine when one of the pods that attach to the machine's pressure sensors exploded spraying some blood downward. She was not sprayed, but there could have been a dangerous blood exposure.